Event description:
It was reported that the patient suffered an infection. Physician explanted and replaced the system. Patient was stable before, during and after procedure.

Manufacturer narrative:
Initial awareness date should have been (B)(6) 2019 rather than (B)(6) 2019

Manufacturer narrative:
Analysis was normal. No anomalies were found.